Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported patient effect of dissection as listed in the xience prime everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. The investigation determined the reported physical resistance appears to be related to operational context; however, a definitive cause for the reported patient effects could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid right coronary artery with moderate tortuosity, moderate calcification and 90% stenosis. An unspecified 2.0x10 mm balloon catheter was used to pre-dilate the lesion. A 3.0x15 mm xience prime rx stent delivery system (sds) was advanced with difficulty toward the target lesion, the system was inflated and the stent was implanted. Post dilatation was performed using an unspecified 3.0x10 mm nc balloon catheter and a distal edge dissection occurred. A 3.0x12 mm xience prime stent was used to cover the dissection. No other device/procedural issues were noted. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.